Manufacturer narrative:
Explant due to leaflet tear and aortic regurgitation was reported. The investigation found that leaflets 1 and 2 were torn. Fibrous pannus ingrowth was noted on inflow surface limited to sewing cuff with narrowing of inflow diameter. Thin fibrous pannus on outflow surface of leaflet 3 was noted. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site, which could have contributed to the formation of the tear. In addition, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on 17 april 2018, a 21mm trifecta¿ gt valve was implanted. On (B)(6) 2021, the patient presented to the hospital experiencing fatigue. The patient was admitted to the hospital and an echocardiogram was performed and confirmed leaflet tear and severe aortic regurgitation. On (B)(6) 2021, the valve was explanted and an non-abbott mechanical valve was implanted. The patient is reported to be in stable condition.